Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd catheter had a needle through it. The following information was provided by the initial reporter: "it was reported that: I have had staff give me two faulty IV catheters. Event description per attached email states: I have had staff give me two faulty IV catheters and cannot remember who I am supposed to give them to. One has the package with lot #, etc. On it. I know we discussed this but I cannot remember what I need to do with them. Questions/inquiries: incident date? (B)(6) 2020. Part name (of catheter) bd nexiva closed IV catheter system 20 g. Part/material number? Nursing threw away packaging. Lot/batch number? Confirm quantity affected. Please provide description of complaint? ¿upon insertion of catheter, the needle pierced through plastic catheter. Blood came around the insertion site.¿ does anyone have the defective products to return for investigation? Yes if so, please provide: facility name covenant children¿s. Was it noticed before/during/after a procedure/medication/fluid dose or delivery? If so, was the patient harmed? Please provide pt identifiers if so. (Initials, dob/age, sex, procedure, etc.,) ¿patient was not harmed however, I had to redo IV start¿".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/10/2020 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva 20g winged adapter/extension set and two photos. Through the visual/microscopic examination, the unit revealed the characteristic v-shape of a spear through confirming the reported defect of the needle piercing through the plastic catheter. A spear through of this magnitude would likely be visible upon inspection and would not allow for insertion. Based on the evidence of dried media being present in the device, the defect most likely occurred during venipuncture. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10

Event description:
It was reported that an unspecified bd catheter had a needle through it. The following information was provided by the initial reporter: "it was reported that: I have had staff give me two faulty IV catheters event description per attached email states: I have had staff give me two faulty IV catheters and cannot remember who I am supposed to give them to. One has the package with lot #, etc. On it. I know we discussed this but I cannot remember what I need to do with them. Questions/inquiries: ¿ incident date? (B)(6)2020 ¿ photos of defective products? Attached ¿ part name (of catheter) bd nexiva closed IV catheter system 20 g ¿ part/material number? Nursing threw away packaging ¿ lot/batch number? ¿ confirm quantity affected ¿ please provide description of complaint? ¿upon insertion of catheter, the needle pierced through plastic catheter. Blood came around the insertion site.¿ ¿ does anyone have the defective products to return for investigation? Yes ¿ if so, please provide: ¿ facility name covenant children¿s ¿ was it noticed before/during/after a procedure/medication/fluid dose or delivery? ¿ if so, was the patient harmed? Please provide pt identifiers if so. (Initials, dob/age, sex, procedure, etc.,) ¿patient was not harmed however, I had to redo IV start¿"